Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome blade cut too deep through dermal layer during surgery. Additional suturing was required at the donor site to close dermal layer. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome seven times. The last repair was (B)(6) 2017 where it was reported that the device was skipping and giving inconsistent grafts and the control bar, calibration shaft and standard repair parts were replaced. This is not a related issue. Initial qa inspection of the air dermatome revealed that the calibration was out of specifications at the zero thickness setting but within at all other settings. The control bar was not flush to the master blade. It was noted that the control bar was a little below the master blade on the right side. The device operated within motor speed specifications but the motor ran erratically. There was also a nick out of the head of the handpiece. The 2" and 3" width plates were damaged. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings, seal and retaining ring, motor, damaged head and 2¿/3¿ width plates. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the control bar was not flush with the master blade. It was noted that the control bar was a little below the master blade on the right side. The root cause of the reported event was due to the control bar that was below the master blade on the right side. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.